Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the infusion set tubing disconnected from the luer lock connection. There was no reported impact to the customer's blood glucose level. The tubing was reconnected to the luer lock connection and tandem's technical support walked the contact through fill tubing.